Event description:
A user facility reported the luer lok adapter was loose on the syringe. This device was not used on the pt. There was no pt impact associated with this event. Additional info was requested.

Manufacturer narrative:
The complaint device associated with this report has not been received for eval. Product history records could not be reviewed because the reporter has not provided a lot number, or any identification traceable to the mfg documentation. Additional info was requested on 4/10/08. This report mailed in to FDA on: 5/9/08.